Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen lps-flex articular surface, size ef, 10mm, catalog #: 00596404010 lot #: 64422279. Foreign report source: (B)(6). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event. 0001822565-2019-03662. 0002648920-2019-00641. Investigation incomplete.

Event description:
It is reported that the articular surface would not seat in the tibial tray during knee arthroplasty. Another articular surface was used to complete the procedure successfully.

Manufacturer narrative:
Upon completion of the investigation, it was identified that this device did not cause or contribute to the reported event.

Event description:
Upon completion of the investigation, it was identified that this device did not cause or contribute to the reported event.